Manufacturer narrative:
As part of our investigation, the service center followed up with the customer to obtain additional information regarding the reported event and was informed that the scope was not eto sterilized. The cleaning and disinfectant solutions being used with the endoscope are pure detergent by boston scientific and acecide by olympus. The minimum effective concentration is being checked before every cycle. Olympus oer-pros are being used to reprocess the endoscopes. The serial numbers of the oer-pros are (B)(4). The endoscope channel is being brushed during manual cleaning. Olympus single use bw-412t and maj-1888 brushes are being used. Pre-cleaning is being performed immediately after a procedure. The enzymatic sponge is activated in water and used to wipe the boot to the distal tip. The scope is aspirated for 30 seconds using enzymatic water solution while extending the elevator up and down. The air/water adapter is inserted and pressed for 30 seconds. The scope is aspirated for 30 seconds of air. The scope is bundled, sealed and transported to the reprocessing room. The endoscope is being leak tested prior to manual cleaning. The leak tester being used is a medivators veriscan. There have not been any issues noted with the aer. The last preventative maintenance (pm) for the aer was may 2020. It is unknown when the last reprocessing in-service was provided. There has been a change in the reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is being stored in an advanced scope cabinet with the duodenoscopes hepa circulated air. All advanced scopes will be cleaned and disinfected prior to culturing. The scopes are cleaned immediately after culture then the scope is placed in the biohazard bag red tag it and place it in the isolated cart. In addition, an endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. The device was returned and is pending evaluation. The scope will be sent to an independent laboratory for microbial testing. If additional information is received the complaint will be supplemented accordingly.

Event description:
The service center was informed that the scope cultured positive for an unspecified organism after reprocessing. The user facility reported that it is the facility¿s policy to sample and culture the scope. The scope was not used on a patient with a known infection. No patients were cultured and no patient infection occurred.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates. The microorganisms were detected on the elevator. The type of microorganisms detected were gram positive rods. The scope tested positive on the elevator. The scope was reprocessed on september 13, 2020 and september 16, 2020. The culture method used for resting the scope was biopsy port and elevator swab. The last reprocessing in-service conducted by an olympus endoscopy support specialist on march 20, 2020. The scope failed the cultures on september 16, 2020 and september 18, 2020. The scope was isolated after the first culture was obtained.

Manufacturer narrative:
This supplemental report is being submitted to provide independent laboratory test results, the device evaluation, the endoscopy support specialist (ess) in-service visit, and the legal manufacturer¿s investigation. The olympus scope was sent to an independent laboratory for culture testing. The scope¿s distal end and elevator mechanism tested positive for kocuria indica, kocuria marina, and micrococcus luteus. In addition, the scope¿s instrument/suction channel tested positive for bacillus flexus and xanthomonadaceae. Olympus performed a device evaluation and discovered a stain inside the biopsy channel. The biopsy channel was checked with an olympus boroscope, and numerous scrapes were located throughout, along with, kinks near the distal end and control body sides. Additionally, a stain was found inside the biopsy channel near the control body side. The suction channel was also checked for any damages, or foreign material; however, none was noted. The forceps elevator was manipulated fully in the up direction, and there was no foreign material found. An olympus endoscopy support specialist (ess) visited the facility and provided a review of the reprocessing of endoscopic retrograde cholangiopancreatography (ercp) endoscopes. The in-service consisted of reprocessing training including proper endoscope handling, repair prevention, leak testing, manual cleaning, high level disinfection with the use of the oer-pro and meticulous cleaning of the elevator with the use of the maj-1888 channel according to the olympus reprocessing manual. The ess informed the customer to always refer to the olympus reprocessing manuals for all reprocessing guidelines if they are unable to use the oer-pro. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The result of culture tests by the user and by the third-party lab were positive. The inner wall of biopsy channel was dirty. The probable cause of the event was that reprocessing conducted by the user deviated from the reprocessing recommended in IFU (instruction for use) or that contamination occurred at microbiological sampling. The IFU state as follows: reprocessing precautions: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.